Event description:
It was initially reported that the patient was recently implanted and developed an infection. The patient had an abscess in her neck and had their generator and lead explanted due to the lump and abscess. Patient immune system is not good and they have a history of leukopenia and (B)(6). A hematologist cleared her for surgery prior to implant. The surgeon took the extra precautions. The patient had a hippa-cleanze the night prior to surgery and had vancomycin IV before the surgery. The implant site was flushed with antibiotics during implant and also explant. The surgeon decline to attempt to implant the patient again since this was the second attempt by him that ending in infections. The patient's previous generator was explanted due to an infection (B)(6). Good faith attempts for more information have been unsuccessful to date. Review of the manufacturing records confirms sterilization for both the generator and the lead prior to shipment.

Manufacturer narrative:
Describe event or problem, corrected data: when additional information was received regarding the infection of the patient's second implant it was incorrectly reported under MDR 1644487-2011-01845, instead of this MDR number.

Event description:
When additional information was received regarding the infection of the patient's second implant it was incorrectly reported under MDR 1644487-2011-01845, instead of this MDR number. Additional information was received that indicated the patient was re-implanted with a lead and generator after being explanted due to an infection.

Manufacturer narrative:
Describe event or problem, corrected data: the initial reported inadvertently place another number in place of the MDR number that was to be referenced. The correct MDR reference should have been 1644487-2011-01845.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received that indicated that there was no manipulation or trauma occurred that would contribute to the infection. It was unknown by the physician if cultures were taken. The correct MDR reference is 1644487-2011-01845.